Event description:
It was reported during an upgrade procedure that the patient's implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. The patient was in stable condition.